Event description:
After firing a cs29 attached to an idrivec, the device cut but did not staple, which then required a new anastamosis.

Manufacturer narrative:
The cs29 device involved was returned and evaluated and no issues were found. The device performed as intended. It could not be determined why there was no staples even though there was evidence that the staples hit the pockets.